Event description:
It was reported that during initial implant this pacemaker exhibited right ventricular (rv) loss of capture due to high thresholds after the rv lead was placed. There was also no unipolar stimulation on the rv lead. Subsequently, a different pacemaker was implanted. No adverse patient effects were reported. Product return is not indicated at this time. Boston scientific (bsc) has subsequently received additional clarification from the facility regarding the circumstances and sequence of events. The patient with the above-referenced pacemaker was hospitalized on (B)(6) 2023 due to loss of capture in the rv. It was reported that the patient was pacemaker dependent. The pacemaker was in service with a non-bsc rv lead (implanted in 2012), and high threshold measurements were noted in unipolar configuration, and pectoral stimulation was noted in bipolar configuration. On (B)(6) 2023, a procedure was performed and a new non-bsc rv lead was implanted and attached to the referenced pacemaker. The old rv lead was capped and surgically abandoned (i.e., the lead was removed from service and remains implanted). On (B)(6) 2023, rv loss of capture was again observed. High threshold measurements of 7.0 v were observed in unipolar configuration. Normal threshold measurements and capture were noted in bipolar configuration, but pectoral stimulation was again observed. The patient was hospitalized, and an additional procedure was performed on (B)(6) 2023. The non-bsc rv lead was tested with a pacing system analyzer (psa), and normal operation was observed. The lead was reconnected to the referenced pacemaker, but loss of capture was again observed. As a result, an issue with the pacemaker's ventricular connector was suspected and the device was explanted and replaced with a non-bsc pacemaker. The new pacemaker and lead tested normally, and the patient returned home on (B)(6) 2023. It was reported that the explanted pacemaker will be returned to bsc for laboratory analysis, but it has not been received to date. Upon receipt, it will be thoroughly analyzed in bsc's post market quality assurance laboratory, and the investigation results will be provided in an updated report.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this supplemental report is being issued to update the evaluation conclusion code field.

Event description:
It was reported that during initial implant this pacemaker exhibited right ventricular (rv) loss of capture due to high thresholds after the rv lead was placed. There was also no unipolar stimulation on the rv lead. Subsequently, a different pacemaker was implanted. No adverse patient effects were reported. Product return is not indicated at this time. Boston scientific (bsc) has subsequently received additional clarification from the facility regarding the circumstances and sequence of events. The patient with the above-referenced pacemaker was hospitalized on (B)(6) 2023 due to loss of capture in the rv. It was reported that the patient was pacemaker dependent. The pacemaker was in service with a non-bsc rv lead (implanted in 2012), and high threshold measurements were noted in unipolar configuration, and pectoral stimulation was noted in bipolar configuration. On (B)(6) 2023, a procedure was performed and a new non-bsc rv lead was implanted and attached to the referenced pacemaker. The old rv lead was capped and surgically abandoned (i.e., the lead was removed from service and remains implanted). On 30 may 2023, rv loss of capture was again observed. High threshold measurements of 7.0 v were observed in unipolar configuration. Normal threshold measurements and capture were noted in bipolar configuration, but pectoral stimulation was again observed. The patient was hospitalized, and an additional procedure was performed on (B)(6) 2023. The non-bsc rv lead was tested with a pacing system analyzer (psa), and normal operation was observed. The lead was reconnected to the referenced pacemaker, but loss of capture was again observed. As a result, an issue with the pacemaker's ventricular connector was suspected and the device was explanted and replaced with a non-bsc pacemaker. The new pacemaker and lead tested normally, and the patient returned home on (B)(6) 2023. It was reported that the explanted pacemaker will be returned to bsc for laboratory analysis, but it has not been received to date. Upon receipt, it will be thoroughly analyzed in bsc's post market quality assurance laboratory, and the investigation results will be provided in an updated report.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations. A cross-functional investigation has been initiated with representatives from our post market quality assurance, manufacturing, and design engineering groups who are actively investigating this battery insulation anomaly. Information gained through these investigation efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during initial implant this pacemaker exhibited right ventricular (rv) loss of capture due to high thresholds after the rv lead was placed. There was also no unipolar stimulation on the rv lead. Subsequently, a different pacemaker was implanted. No adverse patient effects were reported. Product return is not indicated at this time. Boston scientific (bsc) has subsequently received additional clarification from the facility regarding the circumstances and sequence of events. The patient with the above-referenced pacemaker was hospitalized on (B)(6) 2023 due to loss of capture in the rv. It was reported that the patient was pacemaker dependent. The pacemaker was in service with a non-bsc rv lead (implanted in 2012), and high threshold measurements were noted in unipolar configuration, and pectoral stimulation was noted in bipolar configuration. On (B)(6) 2023, a procedure was performed and a new non-bsc rv lead was implanted and attached to the referenced pacemaker. The old rv lead was capped and surgically abandoned (i.e., the lead was removed from service and remains implanted). On (B)(6) 2023, rv loss of capture was again observed. High threshold measurements of 7.0 v were observed in unipolar configuration. Normal threshold measurements and capture were noted in bipolar configuration, but pectoral stimulation was again observed. The patient was hospitalized, and an additional procedure was performed on (B)(6) 2023. The non-bsc rv lead was tested with a pacing system analyzer (psa), and normal operation was observed. The lead was reconnected to the referenced pacemaker, but loss of capture was again observed. As a result, an issue with the pacemaker's ventricular connector was suspected and the device was explanted and replaced with a non-bsc pacemaker. The new pacemaker and lead tested normally, and the patient returned home on (B)(6) 2023. Additional information: the explanted pacemaker was returned and analyzed in bsc's post market quality assurance laboratory. The investigation results are provided in this report.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during initial implant this pacemaker exhibited right ventricular (rv) loss of capture due to high thresholds after the rv lead was placed. There was also no unipolar stimulation on the rv lead. Subsequently, a different pacemaker was implanted. No adverse patient effects were reported. Product return is not indicated at this time. Of note, the manufacturer of the rv lead was not reported and is currently unknown.